Manufacturer narrative:
The device is not available for return. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that when an adult cuff was place on the patient's pinky, it barely touched sides when wrapped. It took 10 minutes to get a waveform and consistent reading. Adult cuff map 70 mmhg versus nibp cuff map 90 mmhg. Switched to right arm with large cuff and pressures matched with good physical within minutes. There was no allegation of patient injury.

Manufacturer narrative:
A product risk assessment was initiated to address the increase of occurence. Current risk mitigation(s)/control measure(s) include 100% visual inspection, 100% electrical test and qa sampling inspection. An adult cuff (aiqca) has been tested and shown to be accurate on fingers with circumferences ranging from 43 to 71 mm. It also has been tested and shown to be accurate when compared to blood pressure measurements from an arterial line. However, an in-depth investigation to confirm device functionality or potential manufacturing issue could not be performed since the device was not returned. As such, based on available information, a definite root cause is unable to be determined at this time.